Manufacturer narrative:
(B)(4).

Event description:
Received information the pt was occasionally hearing a static sound in his right ear from the microwave or the refrigerator. The pt has leads implanted in his back. Additional information stated the pt was seen and lead fractures were identified. He was in the process of getting authorization for replacement. Additional information has been requested and if received a follow up report will be sent.